Event description:
It was reported in a article that in-stent restenosis (isr) occurred at 1 year post procedure in 11 of the 66 lesions that had been treated. None of the isr cases were symptomatic. The degree of stenosis of the isr lesions was more severe than that of the pretreatment lesions in 9 of the 11 isr cases. All 11 isr lesions were located at a site less than or equal to 5 mm from that of the pretreatment lesions. From the information provided it is not possible to determine the number of patients involved as 66 lesions were treated from 61 patients.

Manufacturer narrative:
All patients were treated between (B)(6) 2006 and (B)(6) 2009, the exact date of the procedure for this event is unknown. Device not returned.

Manufacturer narrative:
The subject device was not returned; therefore, physical analysis cannot be performed. However, patient outcome of restenosis is noted in the direction for use (dfu). Therefore, a root cause of anticipated patient complications has been assigned to this event.

Event description:
It was reported in a article that in-stent restenosis (isr) occurred at 1 year post procedure in 11 of the 66 lesions that had been treated. None of the isr cases were symptomatic. The degree of stenosis of the isr lesions was more severe than that of the pretreatment lesions in 9 of the 11 isr cases. All 11 isr lesions were located at a site less than or equal to 5 mm from that of the pretreatment lesions. From the information provided it is not possible to determine the number of patients involved as 66 lesions were treated from 61 patients.